Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The patient experienced no cgm (continuous glucose monitor) readings for approximately one hour, which occurred on an unspecified day after the sensor had been inserted (sensor location information not available). On (B)(6) 2023, the patient¿s daughter found him unconscious in the garage. The details leading up to the patient losing consciousness are not known as the patient could not recall the details. The daughter looked at his cgm which was not providing any readings at the time, so she called 911. Once the paramedics arrived, the patient¿s bg (blood glucose) meter reading was 19 mg/dl. The paramedics treated the patient with IV glucose and transported the patient to the hospital. At the hospital, the patient¿s bg reading was 43 mg/dl and eventually the patient regained consciousness. The patient was discharged the following day. The patient was feeling normal at the time of the report. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.